Event description:
As reported by the field clinical specialist (fcs), a patient underwent an explant of a 23mm sapien 3 ultra resilia valve because the top of frame was hitting ascending aorta and causing damage. Approximately 1 year and 2 months post implantation, the patient was hospitalized on (B)(6) 2026 with acute chest pain and was found on initial evaluation to be dusky, hypotensive, and tachycardic. Emergent echocardiography demonstrated a large pericardial effusion with right ventricular collapse, and CT angiography showed no clear aortic dissection but revealed intrathoracic clot burden. The patient underwent an emergent subxiphoid pericardial window without sternotomy on (B)(6) 2026 and was initially hemodynamically stable. Subsequently, the patient developed worsening hypertension requiring nicardipine infusion, rising central venous pressures, and persistent tachycardia. Repeat imaging, including cta of the chest, abdomen, and pelvis, was initially interpreted as negative for aortic dissection; however, addenda later identified a right lateral wall ascending aortic hemorrhage progressing to a type a ascending aortic intramural hematoma. On (B)(6) 2026, the patient underwent open heart surgery. Intraoperative findings revealed a tear in the right mid-ascending aorta at the level of the tavr metal frame, with associated dissection. Surgical repair included resection of the damaged aortic segment and placement of a 34 mm gelweave graft, along with repair of an intraoperative pulmonary artery tear using pericardial patch material. Postoperative transesophageal echocardiography demonstrated preserved left ventricular ejection fraction, no wall motion abnormalities, and a normally functioning tavr valve remaining seated in the aortic position. Cardiac surgical opinion documented concern that erosion from the tavr metal frame contributed to ascending aortic tissue injury, intramural hematoma, dissection, and pulmonary artery tear, prompting classification as post-implantation implant location tissue damage over time. Based on review of the medical records, the 23 mm s3ur valve was not explanted and remained in the aortic position. Cardiac surgery documented the opinion that the tavr metal frame may have eroded into the aortic wall, contributing to the development of an intramural hematoma or aortic dissection and a pulmonary artery tear, necessitating emergent cardiac surgery.

Manufacturer narrative:
Investigation is ongoing.